Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose/protruded drive support disk. The device had cracked case at display window corners, cracked battery tube threads, minor scratched display window, and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a compromised force sensor system alarm, and insulin was squirting out during manual prime. It was also reported that the insulin pump had a loose drive support cap. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.